Event description:
It was reported that the doctor performed an initial surgery at an unknown date. Then patient underwent infection, and he was implanted with a spacer to treat infection. The doctor performed a knee surgery to remove the knee implant used as temporary spacer and implant revision knee. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). 1 complaint on medical: infection was recorded on the batch 842fah0607 since ever, and 3 complaints on medical: infection were recorded on the reference (B)(4) from (B)(6)2018 to (B)(6) 2022. 1 complaint on medical: revision was recorded on the batch 842fah0607 since ever, and 5 complaints on medical: revision were recorded on the reference (B)(4) from (B)(6) 2018 to (B)(6) 2022. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, health professional - event occurred in united states. Concomitant medical devices: vanguard cr ilok femoral-lt 67.5 - reference : 183030 - lot : j6666239; vanguard antero stabilized brg12x67 - reference : 189042 - lot : 747800. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the doctor performed an initial surgery at an unknown date. Then patient underwent infection, and he was implanted with a spacer to treat infection. The doctor performed a knee surgery to remove the knee implant used as temporary spacer and implant revision knee. No additional patient consequences were reported.